Event description:
The patient reported symptoms of anaphylactic episode, sinus tachycardia (fast heartbeat), indisposition (mild illness), headaches, a feeling of pressure and warmth in the mouth, red spots on the lips, ague (fever or shivering), dizziness, hot flushes, gingival impairment (unspecified), general sebostasis (dry skin) and urticarial factitia (the effect of rubbing, scratching or scrubbing on the skin). The patient reported visiting the ER due to the reported symptoms. The patient reported being prescribed with beta blockers to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2015 and the patient is currently fine. The treating doctor considered the event was life threatening to the patient.

Manufacturer narrative:
The aligners are not being evaluated as the product performed in accordance to specifications and the device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes that the fact that the invisalign system aligners caused or contributed to the patient symptoms. This event is being filed as an MDR since the patient reported the symptoms of anaphylactic episode and sinus tachycardia and the treating doctor considered the event was serious or life threatening to the patient.